Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheterization device and the product lidstock for evaluation. No definite signs-of-use were observed on the returned device. Visual inspection of the returned sample revealed that the guide wire was kinked adjacent to the distal weld. During functional testing, this kink created resistance when being inserted into the cannula. When the guide wire reached the tip of the cannula, a white substance was observed exiting the cannula. Analysis under uv light confirmed that the substance is adhesive residue. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "s tabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." Resistance was encountered when attempting to thread a lab inventory guide wire through the needle cannula; however, the guide wire was able to pass. A device history record review was performed, and no relevant findings were identified. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Resistance was enco untered while advancing the swg through the needle cannula. Based on the customer report and the sample received, manufacturing caused or contributed to this event. An investigation has been initiated to further investigate this complaint issue. The investigation is on-going. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 11 oct 2023, the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only.

Event description:
It was reported that: on (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.